Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient was not getting stimulation in their right side like they did for the first 3 weeks post implant. The patient could not recall doing anything that could have led to the issue. The rep attempted to reprogram the ins but the patient experienced minimal stimulation on their right side. The rep said that the patient was experiencing equal, bilateral tingling in their lower back, buttocks, and legs. On (B)(6) 2018, the patient noticed that they were unable to feel stimulation in their right side, getting adequate stimulation on their left. The patient said that they ¿played around¿ with the programmer and could not experience the tingling they had been having in their right side. The rep ran an impedance check and it was within normal limits on all contacts. The 0-7 lead was where the patient had been programmed and now was only getting left sided, with minimal right sided coverage. The rep said the 8-15 lead tested all on the left side with no right sided coverage. The rep tested both leads and still couldn't get the coverage that the patient stated that they had been getting prior to (B)(6). The rep recommended that the healthcare professional order the patient an x-ray to check for lead migration. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of loss of stimulation on right side was unknown. The hcp ordered an x-ray and it showed no lead migration. Patient was reprogrammed on (B)(6) 2018 by another rep. The issue was resolved. The provided information was confirmed with the hcp. No further complications were reported.